Event description:
The customer reported that the insulin pump had auto off. Customer's blood glucose was 229 mg/dl. Customer stated the insulin pump alarmed and meter and insulin pump was on auto off. Customer realized that he has this feature on for 12 hours. The customer was assisted on how to turn off the feature on the insulin pump. Explained to customer how the feature works. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)